Event description:
The consumer reported she received, "inaccurate results that lead to the paramedics being called". It was reported to nova biomedical that a consumer received a result of 148 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips from the same vial getting the following result of 79 mg/dl. The consumer reported that when the emts performed a blood glucose test using their unk brand of meter they received a reading that was "40 points off". The consumer declined to provide any further info regarding the reported event. The meter will be returned for eval. The test strips were discarded by the emts.

Manufacturer narrative:
Test strip lot number unk. Control solution lot number: none. Nova max test strip insert - qc checking the system control solution test: the nova max control solution is used as a qc check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova medical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.